Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) would not turn on. It was indicated that several components were contaminated, including the upper and lower case, the output connector assembly, display, display frame, keypad flex wires, display grommets, display frame screws, encoder switch assembly, main printed circuit board (pcb)and main pcb screw, main seal, insulator label, tube sleeve, and shorting bar. It was also indicated that the main label and upper case were damaged. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The epg was returned for service. There was no patient involvement.